Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06aug2024. Additional, changed, and/or corrected data: d.6a.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: opening device assessed as unidentified (tear) opening (shell thickness was within specification) as per the investigation procedure crease wear abrasion particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required

Event description:
Healthcare professional reported left side deflation. Device has been explanted.